Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?yes, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences? Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Rash, inflammation, and oozing, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, device property of? None, device in possession of? None. Additional information has been requested and received. What is the procedure name? Robotic lap umb hernia. What is the procedure date? (B)(6) 2022. What date did the reaction occur on? (B)(6) 2022. What does the reaction look like and how large of an area does the reaction cover? Covers ports and in between. Do you have any pictures of the reaction? Yes. I asked for them and dr. (B)(6) sent me pictures today. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. No. If medication was required, please clarify if it was prescribed by a physician and what was prescribed. Steroid pack. What is the most current patient status? Reaction is still present. Can you identify the product code and lot number of the product that was used? Dermabond advanced- dnx12. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Can you identify the lot number of the product that was used? No. Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. No product is available for return.

Event description:
It was reported a patient underwent robotic laparoscopic umbilical hernia repair on (B)(6) 2022 and topical skin adhesive was used. Post op, the patient had reaction to adhesive, despite not having any allergies. Treatment prescribed. Steroid pack. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 1. Please describe how was the adhesive was applied. Clean with saline, wipe with a ray tech and dry, and then apply thick layer of dermabond. 2. What prep was used prior to, during or after adhesive use? Chloraprep. 3. Was a dressing placed over the incision? If so, what type of cover dressing used? Dermabond. 4. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No, had dermabond before in previous surgeries without a reaction. 5. Is the patient hypersensitive to pressure sensitive adhesives? 6. Were any patch or sensitivity tests performed? No. 7. Patient demographics: initials / ID, gender, age or date of birth; bmi. Unknown. 8. Patient pre-existing medical conditions (ie. Allergies, history of reactions) none. 9. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. 10. Current patient status. Unknown.